Manufacturer narrative:
The actual product involved with the incident reported is available for analysis. At the time of this the sample has not been received, upon receipt we will evaluate and provide a follow-up report containing results of the eval. Relevant portions of the device history record were reviewed. Finished good product was received into inventory without quality issues. The product from this finished good lot and all of the components met surgical specialties (B)(4) requirements throughout the incoming, mfg and final inspection processes. No inventory available. Needle supplier, which is our customer as well, was contacted to verify if there were any quality issues related to the needle batches used in the mfg of the lots reviewed. Supplier confirmed than no ncrs were generated as part of the mfg process of the needle lots. Finished good products were received into the inventory without quality issues. The needle supplier has been made aware of this complaint for a continued investigation. Reference: complaint # (B)(4) (ethicon complaint # (B)(4)). Item # sxpd1b40030 stratafix spiral pdo knotless tissue control device - CT-1 - pdo 20cm lot mcgv060.

Event description:
The surgeon had finished and cut the suture but wished to remove the 36 mm needle out of the 5 mm port, so he tried to bend the needle, as he had done before, to enable him to remove it from the 5 mm port. The needle snapped into 2 pieces when he tried to do this. Both pieces were safely recovered without any harm to the pt and minimum delay and will be sent back. (B)(4).